Event description:
Consumer complaint of low blood glucose result of 47mg/dl. Per the caller, meter results are lower that she is used to. She usually gets 100-100mg/dl fasting. Meter memory results provided by the caller are mostly in the 70s and 80s. When compared to her doctor's meter, doctor meter result is 125mg/dl and the true result meter result is 93mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).